Event description:
Technician at site identified allergic reaction to liquid coverslip at an earlier date and has worn gloves since when coming into contact with reagent. Allergic response appeared to increase over time and was removed from the responsibities that would necessitate interaction with the chemical.